Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. No patient information provided.

Event description:
Caller states during a correlation study, the following results were obtained: patient 1 tested 2.9 inr on coaguchek system 1 and 2.0 inr/2.0 inr on additional coaguchek systems. Patient 2 tested 2.9 inr on coaguchek system 1 and 4.4 inr/4.4 inr on additional coaguchek systems. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.